Event description:
It was reported that the deep brain stimulation (dbs) patient was implanted for essential tremor and prior to the procedure the patient ceased taking blood thinners. During the implant procedure, there were no patient complications. After the implant procedure, the patient suffered a stroke and was placed in the intensive care unit (ICU) and was admitted into hospice. The patient subsequently passed away two days after the implant.